Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four to five (4-5) unknown access sets leaked. The event was further described as the user was "running medications, and the fluid/medication starts leaking out of the port closest to the patient". The event occurred during patient infusion via a non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.